Manufacturer narrative:
The device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working. Customer¿s blood glucose was unknown at the time of incident. "Customer states that numbers were not ramping on their own." "Customer states the scroll bar was not moving with no input." "Customer stated an alarm was not in progress at the time the button was unresponsive." "Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal." "Customer stated the button was not unresponsive during an easy bolus attempt." The insulin pump will be returned for analysis.